Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A variety of factors can influence the onset of stroke, and a conclusive cause could not be determined from the information provided. Stroke is a known potential adverse effect per the corevalve instructions for use (IFU). Conduction disturbances, such as atrial fibrillation, are known potential adverse effects per the corevalve IFU. As neither an autopsy nor an explant was performed, a conclusive assessment of the relationship between the events reported and the report of patient death and the device could not be reached.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient exhibited symptoms of having experienced a stroke. Computerized tomography (CT) and CT angiogram showed an acute left middle cerebral artery (mca) infarct. There was no evidence of occlusion and no treatment was prescribed. It was reported that the patient had a history of permanent atrial fibrillation. No other adverse patient effects were reported. Subsequently it was reported that the patient passed away 13 days post-implant due to a stroke that was either related to the implant procedure or the device.

Manufacturer narrative:
No autopsy was performed and the device remains implanted. Additional information has been requested regarding the cause of death. (B)(4).